Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned for evaluation.

Event description:
It was reported that prior to the start of an unspecified da vinci-assisted surgical procedure, a nurse sustained a foot injury maneuvering the patient side cart (psc). The nurse was positioned adjacent to the cart and held the handlebar to push it forward. During this action, the nurse's foot became trapped under one of the cart¿s wheels, resulting in an injury. The injury did not result in any fractures, but the nurse required unspecified medical intervention and two weeks of recovery. The nurse¿s current condition was not provided.